Event description:
Equipment malfunction the hc-8032b alaris infuser led to medication overdose. Found that there is a broken bezel membrane frame assembly part# tc10006587. This broken piece can allow for the door to be closed and IV fluids to free flow. Recall alert received in june 2020 with pm performed on this device spt. 2020 without any issues. Pump has been sequestered and is being sent to manufacturer. During procedure, anesthesiologist discovered a pump malfunction during the phenylephrine infusion which was running free flow. Immediate response and treatment to bp increase with successful response in patient condition. Procedure continued with stable bp. At the completion of the case after the drapes were removed, the patient's left eye appeared dilated and fixed, patient went into cardiac arrest. A code was called, and CPR was initiated. Successful rosc and patient was transferred to ICU in critical condition. FDA safety report ID# (B)(4).